Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as the wear from the metal head is secondary to the fractured liner which caused the head to rub on the shell. Sections updated: b4; b5; g3; g6; h2; h11.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as the wear from the metal head is secondary to the fractured liner which caused the head to rub on the shell.

Event description:
It was reported that the patient underwent a revision procedure 14 years and 4 months post implantation as the patient presented with pain and popping in the hip. Labs revealed an elevated titanium level. During the revision, the poly liner fracture was noted and mechanically-assisted crevice corrosion was found at the head-neck taper. The trunnion was found to have gross metal wear debris, and the acetabular shell was also grossly worn from the metal head. The initial stem remained intact, and all other components were revised without complication. The patient completed inpatient rehabilitation postop without further complications. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00801803601 item name femoral head lot # 60884562. 743001135 item name stem lot # 60398395. 00630505036 item name liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54. Mm o.d. Shells lot # 60912574. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted